Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk additional information received: the device would not open at the back table when pressing the anvil release button. The knife reverse and manual override were not attempted as the device was not on patient tissue. The device was set aside and a new one was opened. An unknown ecr cartridge was being used with the device.

Event description:
It was reported that during a laparoscopic sigmoid procedure, when trying to reload the device after the first firing, the gun would not open. Case completed using same like device. There were no patient consequences reported.